Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) granuloma. Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an eye muscle surgical procedure on (B)(6) 2011 and suture was used. The patient developed a pyogenic granuloma. The patient was treated with topical steroid.